Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder during use, and the needle was safely removed from the patient's arm. The following information was provided by the initial reporter: "the needle was inserted into the patient¿s arm. When the tube was engaged onto the multi-sample needle, the apparatus broke. Thankfully, a senior phlebotomist was using the device and was able to safely remove the needle from the patient¿s arm and engage the safety mechanism."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken hub with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub separated from the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder during use, and the needle was safely removed from the patient's arm. The following information was provided by the initial reporter: " the needle was inserted into the patient¿s arm. When the tube was engaged onto the multi-sample needle, the apparatus broke. Thankfully, a senior phlebotomist was using the device and was able to safely remove the needle from the patient¿s arm and engage the safety mechanism."